Manufacturer narrative:
Correction. The wrong aware date (2016-07-29) was originally reported. The reportable information was received on 2016-09-06. Therefore, the aware date should have been 2016-09-06. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777, lot# v729663012, implanted: (B)(6) 2011, product type: lead. Product ID: 3777, lot# v645809013, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a consumer on 18-apr-2012 regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there was stimulation in the wrong location. The patient stated that he had perfect coverage in his hip and close coverage in his back following implant. It was noted that the second reprogramming session to improve the patient's back coverage caused him to lose coverage in his hip. Additional information received from the consumer on 29-jul-2016 reported the patient had not used his device for the last three months because they had not been able to get it to cover where his pain was since implant. The healthcare provider (hcp) decided to take a look at the leads and determined the leads were in the wrong location. Additional information received from the consumer on 6-sep-2016 reported the patient had not had the device on for four months, and it was discovered three months ago that the implanting physician put the leads in the wrong location. It was further noted the implantable neurostimulator (ins) never really covered the consumer's pain even after multiple reprogramming sessions. Additional information received from the patient on 23-sep-2016 reported that nothing had been done to resolve the issue of the leads being in the wrong location and the issue had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.